Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issues. Customer's blood glucose was in 250-340 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.